Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture one day post implant procedure. Subsequently, the patient underwent additional surgical intervention where the rv lead was successfully repositioned. The rv lead remains in service at this time. No additional adverse patient effects were reported.